Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was turned off upon getting passed by in a security system checked. This crt-d remains in service. No additional adverse patient effects were reported.